Event description:
It was reported by customer biomed, that while not in clinical use, the v60 is running on battery power and not ac power despite being plugged in. Onsite visit scheduled. Investigation ongoing.

Manufacturer narrative:
H10: this report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that the device ran on battery while plugged into alternating current (ac) power. It was reported that there was no patient involvement at the time the issue was discovered. The remote service engineer (rse) instructed the customer to check the ac volts coming into the power supply and the dc volt going out of the power per the service manual. The customer claimed that the ac volts going into the power supply were good, and the 24v dc was present going into the power management printed circuit board assembly (pcba). The asp engineer replaced the power management (pm) printed circuit board assembly (pcba) to resolve the reported issue. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.